Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2022-02261) indicates: additional mfg narrative type ¿ stryker evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined. Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2022-02261) should indicate: additional mfg narrative type ¿ stryker evaluated the customer¿s device but was unable to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Additional information: stryker verified the reported issue through the electronic records and replaced the system pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed system pcb assembly and determined that the crystal oscillator, designator y1 on the single board computer of the system pcb assembly was malfunctioning.